Event description:
Reporter indicated that patient has experienced an increase in seizures since vns implant and that they are now having tonic seizures which they did not have pre-vns. Patient's family member used the magnet to temporarily discontinue stimulation and planned to make an appointment with physician the following day.